Event description:
The surgeon implanted a lens but the trailing haptic tore while being inserted. The lens was removed with no pt injury, the incision was not enlarged. The nurse stated it was unk as to why the haptic tore. An indigo p injector and an sfc-25 fp cartridge were used but the nurse was unable to recall the lot numbers. The nurse was unable to provide the pt's weight.